Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
During an knee arthroplasty using attune, the instrument released the spring after being tested. It was verified by the deputy surgeon that it had not been released inside the patient, right after trying for the last time

Manufacturer narrative:
The device associated with this report was not returned. Hhe/qrb (quality review board) 103045639 recommended a device correction which was initiated on june 12, 2015. (B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. (B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor disassociation events per post market surveillance sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.